Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient was pre-operatively diagnosed with l5-s1 grade 1 spondylolisthesis with stenosis and radiculopathy and underwent the following procedures: l5-s1 gill type laminectomy, bilateral foraminotomy, posterior lumbar interbody fusion with saber cages, rhbmp-2/acs, and autograft; l5-s1 posterior fusion with autograft, allograft, and rhbmp-2/acs at l5-s1; l5-s1 non-segmental pedicle screw/rod fixation utilizing expedium system from depuy; right iliac crest bone marrow aspirate; pre-operatively, MRI and x-rays of his lumbar spine showed bilateral pars defect at l5-s1 with grade 1 spondylolisthesis and instability on flexion and extension. There was also significant foraminal stenosis bilaterally. As per the operative notes, ¿after the 9 mm disc space trial was inserted and similar procedure was repeated from the left side retracting s1 nerve root and then incising the disc with a blade and performing discectomy with 8 mm oblique shaver, upgoing ring curette, serrated cup curette, pituitary rongeurs, and down-pushing curette. When disc was completely removed the endplates were prepared for grafting. After that, a 9 x 8 x 21 mm lordotic saber cage from depuy was filled with rhbmp-2/acs sponge and morcellized autograft bone and placed into the disc space. The trial was then removed from the right side. A similar procedure was repeated again preparing the endplates for grafting with the rasp and then packing the middle of the disc with autograft bone and placing another 9 x 8 x 21 mm lordotic cage filled with rhbmp-2/acs and autograft.¿ the patient tolerated the procedure well without any intraoperative complications.